Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) is causing their heart to beat and they are hearing it and it is still irregular. The patient further reported that "with the implant I can feel my heart beat, but it doesn't seem like its working all the time. When it does com on I get a hard beat and its still irregular." The patient noted that prior to implant they did not have these sensations. The crt-d remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.